Manufacturer narrative:
Refer to manufacturer report #3004209178-2016-08464. This report captures information regarding the revision surgery.

Event description:
The consumer, via the manufacturer representative, reported that following a revision surgery on (B)(6) 2016, they were seeing the "call your doctor" icon on the patient programmer. It was later determined to be a power on reset (por) message. The representative was to meet with the patient on (B)(6) 2016 to clear the por. No medical symptoms were reported and the patient was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.